Manufacturer narrative:
Based on the currently available information, a mechanical damage to the implant due to the reported external impact appears likely. However, to determine and confirm an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is scheduled for (B)(6) 2019. This is a combined initial and final report.

Event description:
According to the surgeon the device was damaged following a trauma. Prior to this event the device was being used without any problems. Re-implantation is scheduled for (B)(6) 2019, and there is no planned appointment before this date.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the area of the receiver coil. The problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The device was damaged following a trauma. Prior to this event the device was being used without any problem. The recipient has been reimplanted.